Manufacturer narrative:
Company comments: the serious events of vascular insufficiency and embolism, and the non-serious events of discolouration and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular filler injection leading to embolism, vascular insufficiency and their manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane-no corrective or preventive actions are deemed necessary based on the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a 36-year-old female patient. Additional information was received on (B)(6) 2022 from the same reporter. This report was sent from the sponsor (moyang biotechnology) of a clinical trial named hydroxyapatite microsphere hydrogel filler for injection (china registration no: (B)(4), in which galderma product restylane was used as the control group for nasolabial sulcus filling. The patient had no known medical history or allergies. No information about concomitant medication or previous filler treatments has been provided. On (B)(6) 2021 (procedure time 10:02-10:12), the patient received treatment with 2.7 ml of restylane (lot 18797), 1.45 ml for 5 injections to the left nasolabial sulcus and 1.25 ml for 4 injections to the right of nasolabial sulcus for filling (unknown injection technique and needle type). After the injection, ice was applied for 30 minutes. At 10:40, after the injection, the patient's nasal alar, nasolabial fold and upper lip area gradually became dark (implant site discolouration), which was judged as severe vascular crisis (vascular insufficiency) and embolism (embolism). Timely treatment was performed with aspirin [acetylsalicylic acid]) enteric-coated tablets 0.1 gram oral daily and 200 iu hyaluronidase [hyaluronidase] was injected at 11:40. The patient's symptoms were slightly resolving. The hcp injected another 200 iu of hyaluronidase at 13:10 after which the darkening of alae nasi, nasolabial fold and upper lip area were further resolving. On (B)(6) 2021, the patient visited the hospital for follow-up, and the skin color on the right alar and right upper lip had not resolved. The patient also complained of burning sensation (implant site pain) on the left alar. Thereafter at 11:50, the patient was injected with 150 iu hyaluronidase. The patient was also given oral diclofenac sodium [diclofenac sodium] 0.1 gram daily and intravenous drip of 10 mg dexamethasone daily to treat the events, and the symptoms were slightly resolving. The patient also received additional treatment for vascular crisis with aspirin enteric-coated tablets 0.1 gram orally from (B)(6) 2021 to (B)(6) 2021, and intravenous drip of 10 mg dexamethasone on (B)(6) 2021, cortisone 1 capsule three times a day from (B)(6) 2021 to (B)(6) 2021 and minocycline hydrochloride one capsule twice a day from (B)(6) 2021 to (B)(6) 2021. The patient was also treated with radiofrequency, physiotherapy and red-light therapy starting from (B)(6) 2021. On (B)(6) 2021, the patient recovered from the events. The reporting physician considered that the adverse event was possibly related to the injection procedure and to the injected product (restylane). Outcome at the time of the report: vascular crisis was recovered/resolved. Embolism was recovered/resolved. Dark was recovered/resolved. Burning sensation was recovered/resolved.